Event description:
It was reported that the patient was admitted to the hospital with diabetic ketoacidosis (dka) and has since been transitioned back to multiple daily injections (mdi) per the healthcare provider¿s (hcp) order. The specific date of hospital admission or discharge date while on omnipod therapy were not provided. It was further reported that the patient has a history of multiple dka episodes, including three occurrences while using a tandem pump over the past several years and one dka since initiating omnipod therapy at the end of 2025. According to the hcp, the patient is not consistently updating his omnipod system with new continuous glucose monitor sensor information at each 10 day sensor change. This same issue was also present during his time using the tandem system. The hcp reports that the patient continues to experience elevated glucose levels while on mdi. Multiple attempts to contact the patient for additional information regarding the medical event have been unsuccessful. No further information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.